Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0207961317, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine (unknown concentration) at 8.8 mg/day via an implantable pump. The indication for use was not reported. It was reported that at the first refill procedure after pump implantation, there was a ¿big volume discrepancy¿ in the beginning of (B)(6) 2019; the actual reservoir volume (arv) was 18 ml, and the expected reservoir volume (erv) was 3 ml. The catheter was replaced on (B)(6) 2019. When asked about the cause of the volume discrepancy, the hcp¿s response via the manufacturer representative indicated that the doctor could not aspirate or inject something through the catheter. No further information regarding cause was provided. The doctor changed the morphine dose from 8.8 mg/day to 2 mg/day. The patient experienced massive bleeding in the pump pocket after the catheter replacement surgery on (B)(6) 2019. It was noted that the bleeding was caused by the surgery, and the patient had anticoagulants. It was further clarified that nothing went wrong during the surgery, and the surgery was performed as normal. Cooling was performed as an action/intervention to resolve the bleeding in the pump pocket. No surgical intervention was taken to resolve the bleeding in the pump pocket. As of (B)(6) 2019, the patient had ¿a little bit sickness¿. As of (B)(6) 2019, the issues had been resolved. The explanted catheter would be returned to the device manufacturer. The patient¿s weight was unknown. No further complications were reported.